Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for "I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed as a session ended message was found within the investigation window. The probable cause was determined to be a transmitter failure. The reported event of a prompt for "I have a new transmitter" is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.